Event description:
Vent tubing came unhooked from ventilator. There is nothing in the product design to keep the tubing from disconnecting from the vent ie; no leur lock, snap & lock, etc. In this scenario the vent used was a ltv 1200. The tubing disconnected from the ventilator itself during procedure. Ventilator did alarm. Suggest a product improvement could be made for securing tubing.